Event description:
On 6/22/2022, it was reported by a sales representative via email that an ar-3370-4000 sheath body tip came off during a procedure. Surgeon was able to remove all the broken pieces and complete the case without further issues. This was discovered during a procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which displays the broken tip. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.